Event description:
Medtronic received a report that a balloon was used to improve wall apposition. No patient symptoms or further complications were reported as a result of this event. Additional information received reported the pipeline was deployed centered over the aneurysm and excellent wall apposition was achieved. There was some immediate stasis in the aneurysm dome on the control run through the guide catheter in the internal carotid artery. The microcatheter was then readvanced over the device wire and the distal coil loop was recaptured and pulled back through the device and into the phenom. The stent did not fully deploy in this distal segment even after wire manipulation and to remedy this under high magnification fluoroscopic roadmap control, a 4m x 7mm transform occlusion balloon catheter was advanced over a 0.014" syncro-2 soft microwire into the left ica, across the neck of the aneurysm and complete wall apposition was achieved using inflation for a few seconds. The site responded that per investigator ¿it¿s not that it didn¿t open - I just didn¿t like the wall apposition and wanted to improve on that.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.